Event description:
It was reported that the home patient (hp) felt too full during dwell one of three on the home choice (hc). The initial drain volume (dv) equaled 426ml, the initial drain alarm (ida) was set at 0ml, the manual day fill volume (fv) equaled 2000ml, and the fv equaled 1500ml. The technical service representative (tsr) instructed the hp to stop the dwell and perform a manual drain. The hp drained 3333ml and the total ultra filtration (uf) following the drain equaled 1833ml. The tsr arranged the return of the device and discussed the use of manuals supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. A simulated therapy was performed on the device successfully. The reported issue was identified through an event history log review. The cause was a false empty detected and a use error with the initial drain alarm setting inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.